Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received. The sample was visually inspected and it was observed that the guidewire was missing. The root cause was related to the manufacturing process. No corrective actions are planned at this time.

Event description:
It was reported that the device kit did not include a guidewire. No patient injury was provided.